Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015, device evaluation: the device has been returned and evaluated by product analysis on 10/10/2015 with the following findings: unable to duplicate the complaint. The pump history shows the pump was manually suspended on 2015 (B)(6) 03:05 and manually resumed at 08:05. On 2015 (B)(6) 06:58 a por event occurred; deliveries resumed at 17:38. Exercised pump for 24hr duration period; no alarms or power on resets were duplicated. Successfully performed a normal 10u bolus and a 10u audio bolus. Oth were accurately recorded in the pump history. No hypersensitive keys were observed.. Bolus history found to be recording properly. Tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) 354 mg/dl and had large amount of ketones. Patient was treated in the ER with IV glucose, saline, and insulin drip. Patient had been vomiting profusely and was very nauseous. During troubleshooting, customer support found that there were missing bolus records. This complaint is being reported as the inaccurate delivery issue was not resolved and the patient experienced hyperglycemia.